Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with an injection. Customer indicated that their high blood glucose was due to not bolusing after lunch. Customer indicated that their doctor has not been contacted and their blood glucose value was 103 mg/dl at the time of the call. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to not bolusing after lunch. Customer was advised to call back if further assistance is necessary.